Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during chemotherapy, it was reported that the pump set was found to be leaking. The set leaked at the connection of the back check valve and tubing above the upper y port. A drop or two of chemo leaked onto the floor. Proper ppe was used during cleanup. No exposure to the patient or nurse. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was returned for further evaluation. The returned sample was visually inspected and the proximal backcheck valve, was confirmed to be broken off in the side arm of the caresite valve. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are unable to confirm the root cause of the reported defect, we will maintain this report for future reference, and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.